Manufacturer narrative:
No broken on unit noted. The insulin pump had an intermittent button response due to flattened buttons dome switch. The insulin pump had minor scratches in lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer's daughter stated that the esc and act buttons were not working. The customer's blood glucose was 152 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.